Event description:
It was reported the patient experienced a shocking sensation and a loss of therapeutic effect. The stimulation results were not as good as during the trial. The symptoms began after a fall. One year after implant, the patient fell face down. It was felt it could have been due to the device at his legs just gave out. It was later confirmed that a lead had fractured. Impedance values were >3600 ohms on electrodes 9, 10, 11, and 14. When these electrodes were used the patient reported uncomfortable stimulation from the back to the right leg. Additional information has been requested, but was not available on the date of this report.